Event description:
It was reported that following implantation of the intraocular lens (iol), the patient was diagnosed with corneal edema and increased intraocular pressure, (iop) that was raised from 17mmhg to 20mmhg. The patient was prescribed timoptol xe (ocular hypotensive effect) by the doctor. The patient has recovered.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. No deviation or non-conformance report (ncr) related to the customer claim was generated. There were no deviations were identified with respect to the sterilization process. The product was processed according to requirements and met the specifications. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted.all pertinent information available to abbott medical optics has been submitted. Placeholder.